Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) had ventricular tachycardia (vt) and was symptomatic. The device did not deliver therapy due to detection enhancements classifying the event as gradual and stable. The device was operating as programmed. Discussed having detection enhancements turned off for this patient. Device remains in-service. No adverse patient effects were reported.